Event description:
A doctor reported to baxter a connection issue related to disposable homechoice cassette. It was reported that it had become very difficult to attach the organiser of the low fill mode cassette to the homechoice machine. The doctor/ hospital are questioning whether there was a change in the design of the organizer where it attaches to the "long clip" on the machine. All current cassettes are reported to have this issue. There was no patient involved.

Manufacturer narrative:
(B)(4): the verbiage stated the lot number was unknown, when in fact, the lot number was known and reported and therefore a batch review was performed.this complaint for was not confirmed and the root cause could not be determined. A companion sample was received for evaluation. Performed visual inspection and no obvious defects were found. The organizer was attached onto the homechoice pro and the homechoice machine without any problem putting and taking it off. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). (B)(6). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed